Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). The customer reported they were not storing the device was the pads connected, causing the device to prompt the customer to connect the pads repeatedly.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.